Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the integrated electrosurgical unit erbe had an m-02 error. The technical service engineer (tse) had the customer hard power cycle the erbe but the issue persisted. The tse then advised the customer to swap out the vision side cart. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit erbe (iesu). The system was verified and ready for use. Intuitive surgical inc. (Isi) received the integrated electrosurgical unit erbe (iesu) for failure analysis investigation. The unit was analyzed, and the reported failure (m-02 errors) was confirmed and reproduced on erbe connected to system confirming the fault occurred in the field. Visual inspection:(the unit has no significant scratches or dents. The front bezel is in decent condition.) (M-02-3 error during start-up) erbe unit that was placed on a system and was run in normal mode. .